Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow and were change to a new set of pads.

Manufacturer narrative:
Received 1 set of 2 used arcticgel pads with the original unit packaging. Only the torso pads were returned from the set. Visual inspection noted no obvious defects. During the visual examination the pads were found to have an adequate trim pattern. The energy connectors were found free of damages and presented with a good connection on the two pads. No manufacturing issues were noted during the evaluation of the returned set of pads. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 3.41 l/min m2 flow rate was registered during the test. Right chest pad: a total of 2.80 l/min m2 flow rate was registered during the test. According to the test method the flow rate was found to be within specifications for both chest pads as the flow rate must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.